Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 450mg/dl. Troubleshooting was performed. The programming on the insulin pump was accurate. Ran a fixed prime and high-pressure test and passed. The bolus history revealed multiple boluses through the day of his admission. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.